Event description:
The customer reported both monitors are black and not displaying an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the interconnect cable, lemo connector and camera. System operates as intended. This MDR is related to ge healthcare complaint.